Event description:
It was reported that the gastrointestinal videoscope displayed no image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: columbia asia hospital - (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise occurred and there was dirt on the objective lens. Based on the results of the investigation, and since the no device image was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the image noise was corrosion of the electrical connector. The most likely cause of the dirt on the lens was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.